Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had cavities that were fixed but they are having issues with pain. When they wear the aligners at first, they feel okay but throughout the day as their teeth spread it becomes harder for them to chew. They want to discontinue treatment, and they would rather go to a dentist about the pain they are having in their teeth. This pain and constant shifting they have been having for a while.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.